Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer's blood glucose was 102 mg/dl at the time of the incident. Customer stated that she just got the alarm a week or so ago. Customer gave herself insulin and was having trouble pushing the buttons. Customer reported that the keypad was not responding correctly before the alarm came up. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The pump was received with intermittent act button response due to a flattened button dome switch. No button error alarms were noted during testing. The auto off feature worked properly. No cosmetic damage was noted during physical inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.